Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is not part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of [elective replacement indicator (eri)/end of life (eol)]. The monitoring voltage was 2.73 volts and the charge time was 18.4 seconds. There was a concern that the battery depleted earlier than expected. This device was planned for explant and was to be returned for analysis purposes at the boston scientific post market quality assurance laboratory. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this ICD has not yet been explanted. If new information becomes available, this report will be further evaluated and updated.